Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Low bg cause was not known and troubleshooting could not be performed with tandem technical support as the event occurred in the past. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.